Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. Analysis of the device memory was also performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks post implant of the new device, during a follow up visit, the patient complained of dizziness and near syncope. Telemetry showed that there was pacing without capture. The chronic right ventricular (rv) lead was capped and replaced due to questionable rv pacing without capture resulting in patient's symptoms. About 12-24 hours post-operative, pacing without capture continued. Interrogation and analyzer testing of the new lead results were within normal limits. The next day, the physician chose to replace the device. During the procedure, it was noted that the new rv lead was very close to the chronic lead (no pacing inhibition was noted), and the physician elected to reposition the new rv lead. The device was explanted and replaced; the new rv lead remains in use. No further patient complications have been reported as a result of this event.